Event description:
An endurant iis stent graft was implanted during the endovascular treatment of a 90mm abdominal aortic aneurysm on (B)(6) 2024. It was reported during the index procedure, during the implantation of the main body stent graft the freeflow did not deploy properly. As a result, the physician had to manually disassemble the delivery system to enable full deployment of the freeflow and the stent graft was successfully implanted in the patient. Per the physician, the cause of deployment failure was undetermined. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was confirmed the delivery system was disassembled per a bail out method in the IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received : it was confirmed the physician could not remove the device because the free flow was retracted. A balloon was attempted to be inflated to see if whatever was stuck would come loose so the device could be removed without retracting the free flow of the already implanted stent graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusions: the reported deployment issue could not be confirmed based on the still angiograms provided; therefore, the cause of the event could not be determined. Lack of pre-implant CT scans did not allow for assessment of the pre-implant anatomy. Procedural angiograms capturing the exact moment of suprarenal stent deployment were not available, preventing a thorough assessment of the event. Two (2) images were received. The backend wheel components are not present on the handle. The external slider is only very slightly retracted however a gap is visible between the graft cover tip/spindle and the taper tip sleeve. The reported deployment/expansion issue was confirmed through image review. B5; additional information received; it was reported that the suprarenal stents were not completely released once the rear wheel was rotated. It was confirmed that the non-expansion of the suprarenal stent was not anatomy related. Ballooning was performed in an attempt to release the delivery system from the suprarenal stents hooks. The tip did not get caught in the suprarenal stents as it could move without problem, apparently a hook would not expand. Excessive force was not used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.